Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Customer alleged that the resident was scratched pretty bad from the rail due to no end cap being on the rail. The customer alleged that they do not believe the bed was shipped with the end caps being on the rails as they should. Customer alleged that the customer had received stitches on her leg between the knee and ankle.